Event description:
It was reported that during a lithotripsy procedure, the fiber was replaced because the connector overheated and burnt. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
B5 was reworded.

Event description:
It was reported that, during a lithotripsy procedure, it was noted that the connector of this fiber was burned, which caused overheating. The procedure was completed with another fiber. The debris shield on the associated console was also replaced. There were no patient complications.